Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01084. Related manufacturer reference number: 1627487-2023-01155. It was reported that during removal of the patient's stitches, two of the sites were not properly closed so the nursing team covered the sites with false stitches. At the patient's follow-up appointment, it was noted that the two sites were infected, and one lead was exposed due to the wound still being open. As a result, the patient was hospitalized, and surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue. Additionally, one lead that was confirmed to not be infected was also repositioned during the procedure. The patient was administered oral and IV antibiotics. The infection has since been resolved.